Event description:
As reported in 2003, this pt was implanted with gore excluder bifurcated endoprostheses. In 2008, computed tomography demonstrated aneurysm enlargement due to endotension. About 3 weeks later, pt underwent a successful reintervention in which a medtronic stent was implanted to resolve the aneurysm enlargement. The pt is reported to be asymptomatic.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.